Event description:
Boston scientific received information that ten days post implant this patient presented to the emergency room with pink and yellow drainage from the pocket. An infection was suspected. Attempts to obtain additional information were unsuccessful. All available information indicates that this device remains in service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the field representative indicating that the system was explanted due to infection. The origin of infection was unknown. No additional adverse patient effects were reported.